Manufacturer narrative:
(B)(4). The field report of no capture was not confirmed. A complete lead was returned in one piece with a stylet inserted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies. (B)(4).

Event description:
During implant, difficulty was encountered while attempting to find appropriate sensing and pacing values; capture was intermittent. The lead was repositioned several times before appropriate values were obtained. During a follow-up appointment three days later, abnormal threshold values were observed. The lead was replaced. The patient is stable.